Event description:
It was reported that the pt had the pump removed "over 4 years ago" due to "not getting relief and increase in side effects". The pt was told at that time that the mesh accessory was removed at the time of explant. The pt recently experienced trauma which resulted in a lump on the right side of her body near the pocket site and a subcutaneous bleed over the pump pocket. The initial report was that the pt had been attacked/assaulted; later the reporter indicated that she had been in a car accident. The hcp removed the hematoma and indicated to the pt that he also removed a calcium-like deposit. Pathology findings indicated that there was a trace of tan synthetic material and fatty tissue. It was then determined that the mesh accessory pouch and the l connector in her back remained implanted. The pt believes that the retained mesh accessory may be contributing to "some of her issues with her current condition (ms)". The pt was scheduled to have the mesh removed in 2008. The pt was questioning if there was any testing to determine if the entire mesh accessory was removed. Final pt outcome was not reported.